Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info become available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set up, the black knob on middle portion of the baby oxygenator holder broke off. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.